Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, after the right ventricular leadless pacemaker (vlp) was fixated it was discovered that the impedance suddenly increased. The vlp was unscrewed, but no hemodynamic changes or pericardial effusion were observed. Subsequently, the vlp was repositioned and screwing was performed. Measurements were confirmed and the procedure was completed. There were no patient consequences.